Event description:
Consumer called to report getting erratic readings with her logic meter. Analysis run on clark error grid using mean ave. Readings (302) as reference point vs. Bd readings (155, 500, 250) yielded some data points in the c/d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.